Event description:
Received report that a leak from tubing was experienced in the ICU. It was leaking into the pump. There was no report of pt harm or medical intervention. Attempts to obtain add'l clinical info have not been successful.

Manufacturer narrative:
(B)(4). An investigation is pending receipt of the product. A f/u report will be submitted once the device has been received and an investigation has been completed.